Event description:
It was reported that on (B)(6) 2022, the surgeon removed a tfna nail to convert the patient to a total hip. Patient was in pain and has arthritis of her hip. All tfna implants were removed successfully. Procedure was successfully completed. This report is for one (1) tfna screw 85mm. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part # 04.038.085; synthes lot # h021724; release to warehouse date:08 mar 2016; manufacturing location: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.